Event description:
Caller alleged discrepant results compared with lab. Results as follows: date: (B) (6) 2009, inratio: 3.7, lab: 4.4; (B) (6) 2009, 1.8, 4.4.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2009, inratio: 3.7, lab: 4.4, mean: 4.05, confidence-limits: 2.4-6.1; (B) (6) 2009, 1.8, 4.4, 3.1, 1.9-4.6. Per the internal procedure, the mean of the inratio meter and comparative system inr were calculated. The inratio value for test 2 is not within the confidence limits for the inr testing. The results are considered discrepant within the context of the documented variability for inr testing. Product testing is required. Inratio precision data provided by end-user: first test inr = 3.7, second test inr = 1.7, mean = 2.75; sd = 1.34; %cv = 48.9%. The %cv of 48.9% is greater than 20%. Per internal procedure, the precision failed the criteria for precision. Product testing complete. No corrective action is required as no product deficiency was established. As of 02/18/2009, products associated with this complaint are not expected to return. Retain strip testing will be performed.